Manufacturer narrative:
Additional information was provided by the customer. It was determined that the first repeat tnt stat result was 0.037 ng/ml, and the second repeat tnt stat result was 0.039 ng/ml. Relevant tests information was updated. The investigation could not determine a specific root cause. It was noted that it was not likely that foam on the reagent caused the issue. It was also noted that the centrifugation time was too short.

Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on one patient sample. The customer indicated the sample was originally run on a reagent pack that only had two tests remaining. After the original sample was run, the reagent pack zero'd out. The original result was 2.92 ng/ml, which was reported outside of the laboratory. The customer was informed that an EKG, that was ordered before the original tnt stat, was normal; and the tnt stat result was questioned by the physician. A new reagent pack was prepared, loaded onto the instrument and was calibrated and qc was performed. The sample was then repeated and generated a repeat result of 0.37 ng/ml. The customer deemed the repeat result to be the correct result. There was no adverse event. The customer also indicated that a new sample was drawn from the patient; which generated a result of 0.39 ng/ml. The lot number for the tnt stat reagent in use was 17505301, with an expiration date of 11/30/2014. The field service representative could not determine a cause for the issue. He checked the instrument, performed calibration and qc, along with performance testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.